Event description:
It was reported that a patient had an initial right total hip arthroplasty. Subsequently, the patient fell at home due to unknown reasons and sustained a periprosthetic femur fracture which was diagnosed four weeks after the fall. A new revision stem was placed approximately 2.5 years post implantation along with cerclage cables. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- stem. D10: cat#00875705001 lot# 62590932 50mm o.d. Size hh porous uncemented with cluster holes shell use with hh liners cat# 00875200932 lot# 62130874 32mm i.d. Size hh elevated rim liner use with 50mm o.d. Size hh shell cat# 00801803202 lot# 62568450 femoral head sterile product do not resterilize 12/14 taper. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. The patient fell at home due to unknown reasons and presented to the ER 4 weeks later due to a periprosthetic fracture as found on x-ray. The stem and head were explanted and replaced with unknown zb products. A definitive root cause cannot be determined. It was reported the patient fell, however the reason for the fall is unknown. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.